Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Per gynesonics medical director, it is not clear what the inciting factor was for the development of sepsis. The main signs c/w sepsis in this case are hypotension, renal insufficiency, bacteremia and lactic acidosis. It is extremely odd that this would occur nearly a month postop, and there was no evidence that there was uterine necrosis. The physician of record did not feel this was related to tfa or the use of myosure, and thus the lack of urgency in reporting this. Review of the case video and the three ablations were all well placed and safe. After discussing the case at length today with doctor, I am of the same opinion that this was not related to tfa or hysteroscopic morcellation with myosure as any pelvic infection would necessarily have presented within the first 7 days if not within the first 24º-72º. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
Patient was treated on (B)(6) 2023 with tfa (3 ablations) for an 8-cm transmural fibroid with the intracavitary portion then resected with a tissue removal system (myosure) in the same episode of care. The patient did well until she presented on (B)(6) to the ew with a chief complaint of fever and leukorrhea. She was noted to be hypotensive and was pan-cultured and underwent emergent CT while in the ew. The CT revealed a fibroid that had decreased to 5 cm but no other findings of note. Her lactic acid on admission was 3.3 and additional lab tests were c/w renal insufficiency. She was admitted with a presumptive dx of "sepsis;"; blood cultures grew out fusobacterium necrophorum, which can be a normal commensual part of the vaginal and gi flora. After 24º in the ICU on broad spectrum parenteral abx, her lactic acidosis had disappeared and she was transferred to the floor. The patient was d/c'd home in stable condition around (B)(6) 2023. She has been well in followup.